Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed an unknown tcmid error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed an unknown tcmid error message" was confirmed based on the event log review and during functional testing. Multiple tcmid:05 (coolant diff failure) error messages were observed in the archive. The probable root cause for error message was the defective lm34 a/b temperature sensor. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).